Event description:
It was reported that the patient expired in 2007, same day of the implant surgery due to unknown reasons. It was additionally reported that a second device, model #6900p, was explanted. It was additionally reported that a second device, model #3000tfx, was explanted. Refer to MFR #6000002-2008-08122. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.